Event description:
In 2007, it was reported to boston scientific corp, that a male pt underwent treatment with a prolieve thermodilatation kit on fifteen days earlier, as part of a post-marketing study using prolieve for the treatment of benign prostatic hyperplasia (bph). According to the complainant, the pt experienced a urinary tract infection two weeks following the procedure and was treated with a course of levaquin, 500mg x 5d. The event was termed as "mild" and resolved on the following month. It was further reported by the physician that, "it is possible" there was a relationship of the device performance to the event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; as it was disposed of by the user facility, therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.